Event description:
It was reported that the patient had a revision surgery. The surgeon removed cup, liner, screw, dome hole plug, femoral head and replaced with a tritanium cup, x3 liner, v40/c-taper sleeve adaptor, c-taper femoral head.

Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was not confirmed. Method and results: not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes,x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient had a revision surgery. The surgeon removed cup, liner, screw, dome hole plug, femoral head and replaced with a tritanium cup, x3 liner, v40/c-taper sleeve adaptor, c-taper femoral head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.